Event description:
It was reported that the customer was in the hospital last week for diabetic ketoacidosis. Customer's mother stated that she was not sure which insulin pump to keep. It was confirmed by the customer's mother that the first insulin pump had been sent back to medtronic. It was also confirmed that the customer's mother had the items needed to return the second replacement insulin pump. No additional information provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No cosmetic damage noted.